Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.8 inr. The maximum difference between measurements was 4 %. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a cc-xs meter serial number (B)(4) compared to an unknown laboratory methodology. The customer¿s meter results were 4.9 inr and 4.7 inr. The customer¿s laboratory result "within an hour or two" was 3.5 inr. The customer¿s therapeutic range was requested but not provided.